Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges the needle hub broke during insertion. A new set was used successfully.

Manufacturer narrative:
(B)(4). Additional information received: the customer report of a cracked/separated introducer needle hub was confirmed through visual examination of the returned sample. A small piece of the needle hub was separated and attached to the separated needle cannula. White stress marks were observed on both hub pieces in the location where the hub cracked/separated. Engineering confirmed that the defect is consistent with previous complaints for cracked needle hubs being investigated under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. The conclusion code has been updated to reflect this new information.

Event description:
The customer alleges the needle hub broke during insertion. A new set was used successfully.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle and the product lid stock for evaluation. The needle was returned with the cannula separated from the hub. Visual examination of the sample revealed that the needle hub was cracked/separated and a small piece of the needle hub was attached to the separated needle cannula. White stress marks were observed on both hub pieces in the location where the hub cracked/separated. The needle cannula was not damaged and no other signs of excessive force were observed on the needle hub or cannula. Adhesive was observed connecting the separated portion of the hub and the cannula but no adhesive residue was observed on the proximal end of the cannula or in the hub where the cannula is housed. The needle cannula outer diameter and the needle hub cannula housing inner diameter were measured and were found to be within specification. The length from the proximal end of the needle cannula to the bottom of the needle bevel measured 2.756" which is within the specification of 2.742"-2.842" per needle cannula product drawing. With the needle cannula inserted in the hub, the length from the hub edge to the tip of the needle bevel measured 2.696" which is within the specification of 2.643"-2.713" per needle product drawing. (Con't) other remarks: the needle cannula was able to be inserted back into the hub and the separated hub piece was flush with the hub body. The needle cannula extended fully into the needle hub housing, indicating it was initially assembled correctly. No resistance was met when removing the cannula. A device history record review was performed on the needle hub and the assembled needle and no relevant findings were identified. The customer report of a cracked/separated introducer needle hub was confirmed through visual examination of the returned sample. A small piece of the needle hub was separated and attached to the separated needle cannula. White stress marks were observed on both hub pieces in the location where the hub cracked/separated. The needle cannula was not damaged and no other signs of excessive force were observed on the needle hub or cannula. Based on the damage observed on the returned sample, the probable cause for the issue is related to the manufacturing-assembly of the needle. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer alleges the needle hub broke during insertion. A new set was used successfully.